Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient presented to the hospital with an acute mi and other unrelated indications and the patient passed that same day. The cause of death was acute myocardial infarction and it was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.